Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) of 356 mg/dl to displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. Tandem technical support commenced conducting system check. Reportedly, the customer had removed current and infusion set, however, did not manually check for any defects. Customer declined to continue troubleshooting the issue with tandem technical support. Customer was instructed to consult with their healthcare provider. Upon follow up, the customer reported their bg was now trending downward and currently at 303 mg/dl.